Event description:
It was reported that this right ventricular (rv) lead was observed to have an insulation breach during a revision procedure. Prior to pocket closure, the lead was repaired using a lead repair kit, and post-repair measurements were found to be stable. The plan is to further evaluate if to replace the lead in a future procedure as it appeared to have damaged in the revision procedure. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead was observed to have an insulation breach during a revision procedure. Prior to pocket closure, the lead was repaired using a lead repair kit, and post-repair measurements were found to be stable. The plan is to further evaluate if to replace the lead in a future procedure as it appeared to have damaged in the revision procedure. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully capped and replaced with a non-boston scientific lead. No additional adverse patient effects were reported outside the revision procedure.